Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s ipg displayed end of life. As a result, the patient underwent surgical intervention where the ipg was explanted and replaced. Therapy resumed post procedure.